Manufacturer narrative:
Concomitant products: 4598 lead, implanted (B)(6) 2016. Product event summary: performance data collected from the device was received and analyzed and no anomalies were found.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited a pacing problem as left ventricular (lv) lead capture threshold could not be confirmed in clinic. The patient had been experiencing dizziness recently. A replacement procedure was scheduled where the lv lead exhibited thresholds within normal limits. The crt-d and lead were both replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.